Event description:
Manufacturer became aware of an event following a procedure on the modularis variostar unit. The extracorporeal shock wave lithotripsy (eswl) procedure was performed on a stone in the left kidney. The procedure was performed at 4000 shockwaves and 189 joules in total; average energy level used was at 3.7. Following the procedure the treated kidney stone looked disintegrated on an x-ray image. The physician communicated that the patient was bleeding from the left ureter. A small blister at the shockwave skin entrance was reported as well, however, according to the physician this nothing was out of the ordinary. Later it was noticed that the patient's spleen was bleeding. The spleen was surgically removed. The doctor indicated it was a rare complication of such procedure and was not assigning causality to the equipment itself. No failure or error of the urological device was reported. The reported event occurred in (B)(6).

Manufacturer narrative:
Bleeding from the ureter after a kidney stone treatment is not unusual. No unusual injury to the skin where the shockwaves entered the body was reported. According to expert opinion of urologist, injury of the spleen is a very rare side effect of the eswl procedure. The spleen is located close to the left kidney and due to movement caused by breathing of the patient, a hematoma can be the result if high energy levels are used. In most cases this requires removal of the spleen. Typically 3000 - 3500 shock waves with an average energy level of 2,5 - 3,0 are used for kidney stone treatment. In the reported case 4000 shock waves with an average energy level of 3,7 were used, which is at the upper maximum limit recommended for kidney stone treatments. Therefore, user contribution can be assumed as the cause for the injury of the patient's spleen. The removal of the bleeding spleen in this case is classified as a serious injury. Even though no system malfunction was determined, the issue will be reported because of the associated injury. Internal ID # (B)(4).